Event description:
A customer in the united states notified biomerieux of a contamination issue associated with bact/alert® fn plus culture bottle (reference 410852). The customer reported the bact/alert culture bottle was used with filmarray¿ bcid. There are four (4) patients associated with this event that had positive bottle gram stain results: two (2) patients positive cocci and grew coagulase negative staph, one (1) patient gram positive rod and grew clostridum, one (1) gram negative rod and grew enterobacter. The customer reports that the two (2) gram positive cocci patients were reported out, but a corrective report was performed stating that "no proteus recovered in culture, probable contaminant." Patient care was affected in that one (1) patient had to have an additional blood culture bottle collected, and also had to have an unnecessary CT scan due to possible gi issues. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A biomérieux investigation was conducted. Evaluation of the reported issue indicated there is no evidence of product malfunction associated with the bact/alert blood culture bottles; the bottles flagged positive or negative, as appropriate, for each patient specimen. The investigation concluded that the bact/alert® blood culture bottle is working as intended, and the blood culture results were correct. The probable root cause of the associated biofire® filmarray® bcid result was the presence of nucleic acid from non-viable microorganisms from a third party vendor's raw materials used in the bact/alert® media. The nucleic acid does not impact the performance of the bact/alert culture bottles or the bact/alert result. Biomérieux is working with the raw material vendor to reduce this possibility of presence of nucleic acid. In addition, biofire is conducting investigation activities related to the filmarray behavior for this topic.